Manufacturer narrative:
(B) (4).

Event description:
The pt felt pain when the implantable neurostimulator leads entered his spine. When right sided neurostimulation was turned on, they felt stimulation on the left side. When left-sided stimulation was turned up, the pt felt shocking when they moved. The pt also felt burning in the legs which increased with increased stimulation levels. The pt didn't get pain relief in his upper back from stimulation. The pt felt like something was moving in his back. The pt also had other hardware implanted. The pt was in contact with the manufacturer's field representative and his hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.